Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02073 - 1221359-2022-02076.

Event description:
The customer reported false positive results with the ID now covid-19 assay with two lots. This MFR. Report addresses patient three (3) of four (4) and lot m177880. The quantity of tests using each lot was not provided. The customer reported a false positive result with the ID now covid-19 assay on a direct tested throat sample. Confirmation testing was performed via an unknown pcr platform. Per the customer, two (2) of the four (4) confirmation tests resulted in high (>35) CT values. The customer stated no additional information is available.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients with one lot. This MFR. Report addresses patient three (3) of four (4). The customer reported a false positive result with the ID now covid-19 assay on a direct tested throat sample. Confirmation testing was performed via an unknown pcr platform. Per the customer, two (2) of the four (4) confirmation tests resulted in high (>35) CT values. Although requested, the customer did not specify what tests the CT values apply to. No additional patient information, including treatment and outcome, was provided. The customer stated no additional information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m177880 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m177880, test base part number 190-430 / lot: m177880. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177880 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.